Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use states that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) treatment was selected to treat a 80% stenosed lesion in the proximal to mid right coronary artery. During the first treatment pass the diamondback coronary orbital atherectomy device jumped forward. Three additional treatment passes were performed in the proximal segment, followed by one treatment pass in the mid segment. During device removal the guide wire was also inadvertently removed. The vessel was re-wired with a non-csi wire. Imaging was performed and a vessel perforation was identified; balloon angioplasty and stent placements were performed to resolve the perforation. An echocardiogram revealed no additional complications and the patient was discharged home the following day. Per the physician, due to imaging not being performed after oa, it could not be conclusively determined if the csi device caused or contributed to the perforation event. In the opinion of csi field staff, the perforation event was due to a combination of not relieving tension on the oa system and application of too much force on the crown during movement through the lesion.